Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer's blood glucose was 510 mg/dl. Customer addressed bg level via correction bolus via manual dose injection. It was also reported that the pump's usb port could not be charged properly. The customer reverted to an alternate method of insulin therapy.